Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the surgeon could not get distal insufflation. There was co2 flowing in the tubing, but it could not get through distal end and appeared to be blocked. The devices were tested in water and there were no bubbles. The surgeon finished the case using the same devices. No patient complications were reported. Since the exact dates of procedures were unk, two incidents are captured in one rga number. This report is for the second device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lhr review cannot be performed because the lot number was not provided by the hospital.